Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector experienced occlusion. The following information was provided by the initial reporter: one of our staff rns was unable to prime some bd syringe tubing. This was the same problem with the previous lot of malfunctioning tubing that was submitted a while back. The same rn also made a report regarding bd syringe pump tubing a week ago. She found that a medication was not being infused through the bd syringe pump tubing.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector experienced occlusion. The following information was provided by the initial reporter: one of our staff rns was unable to prime some bd syringe tubing. This was the same problem with the previous lot of malfunctioning tubing that was submitted a while back. The same rn also made a report regarding bd syringe pump tubing a week ago. She found that a medication was not being infused through the bd syringe pump tubing.

Manufacturer narrative:
H6: investigation summary one sample (model #mz9226, lot #22049915) and one syringe were returned by the customer. It was reported by the customer that the "rns was unable to prime some bd syringe tubing". The set was examined for defects and abnormalities. No defects or abnormalities were observed. Water was attempted to be flushed through the set with the returned syringe, and then with a 10 ml bd syringe. Water attempted to travel through the tubing, but met resistance as it reached the filter. Some water got into the filter, but would not pass through it. A quality notification was sent to the supplier of the filter, and the sample was sent for further investigation. The supplier was able to confirm the failure. The sample was examined under magnification where an occlusion can be observed in the tubing connection just before the filter. This occlusion is believed to have occurred during the tube bonding process with the manufacturer (post supplier process). A quality notification was sent to the manufacturer. The manufacturer was able to confirm the failure. A review of the standard worksheet for the model was performed. Operation 1 indicates to make the joint using an air fixture to avoid occlusion. In addition, operation 5 requests a 100% flow test. Solvent dispensers were checked for failures during manufacturing, and no reports were found. It was determined that the root cause of this failure could most likely have been due to the omission of the use of the air fixture or the flow test during the production of this set. A device history record review for model mz9226 lot number 22049115 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.